Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported "sickness,(not device related) major confusion, (not device related) vision blurry,(not device related) memory loss,(not device related) I have seen a neurologist, blood taken, rheumatologist, autoimmune positive amn (not device related) anxiety (not device related) panic attack,(not device related) have been in a psych ward, (not device related) have had 25 different medicines, fatigue, (not device related) brain fog(not device related) , inflammation." Record is for the left side. Device remains implanted.